Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the screw fractured inside the implant in tooth location 30, after 11 months of placement. It was not possible to remove the fracture portion and the implant was removed. Doctor will place another implant in a later point of time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered sp 4.8mm 10m m octagon (spwb10) was returned for investigation. Visual inspection of the as returned product identified significant wear on the implant threads and the collar. Dents along with bone and blood tissue present on the outside of the implants. The internal drive feature was confirmed to contain the fractured piece of the reported screw, which was too badly damaged to be removed or identified. Signs of removal are noted on the screw and implant. Functional testing could not be performed since the products were not returned. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, screw malfunction did occur and the reported event was confirmed.